Event description:
Sensing and capture difficulties and high ventricular impedance of greater than 3600 ohms were reported, with a suspected lead fracture. The lead was replaced. No patient complications have been reported as a result of this event.